Event description:
The patient programmer indicated a rotor stall had occurred. The pump was interrogated and a motor stall was confirmed. The device was explanted and replaced. No patient symptoms were reported. The patient recovered without sequela. The medication being delivered via the device system was compounded baclofen at 12 mg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). A process improvement plan and training are in place. The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.